Event description:
One endeavor sprint otw drug-eluting stent was implanted at the proximal rca. It is reported that a pci revascularization of the 1st obtuse marginal was carried out approximately 5 weeks following index procedure. One stent from another manufacturer was implanted. A cardiac death was reported to have occurred approximately 5 months following index procedure. It is reported that patient has instent restenosis and was stented with another drug-eluting stent and had subacute thrombosis.

Manufacturer narrative:
Evaluation results: (death).